Event description:
A customer contacted baxter's technical service center reporting that the home patient (hp) was reaching for something and over reached, and the transfer set separated from the catheter during therapy on a home choice (hc). The technical service representative (tsr) instructed the hp to clamp off the catheter with a clamp and then the hp covered the site with gauze. The tsr advised the hp to call the peritoneal dialysis nurse (pdn)/doctor. The tsr assisted the hp to end therapy on the hc. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for connection is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A 510(k) number will not be provided in the MDR as the product code is unknown. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.